Event description:
It has been reported that during the procedure the valve of this device dislodged. The device was removed and replaced. The pt is reported as fine and the device is being returned for analysis.